Manufacturer narrative:
B5-additional information: a 13.2mm vticmo13.2 implantable collamer lens, -17.5/+0.5/173 (sphere/cylinder/axis) was implanted on (B)(6) 2021. H6-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B1-updated. B5-updated: on (B)(6) 2021 the lens ws repositioned. There is residual refraction and the lens "appears to be sitting off-axis a bit." H6-health impact code updated. Claim# (B)(4).

Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race-unk. Date of event-unk. Date rec¿d by MFR-unk. Date rec¿d by MFR-PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date -unk. (B)(4).

Event description:
The reporter stated that the surgeon implanted a toric implantable collamer lens into the patient's left eye (os). The surgeon reports refractive surprise 2 months postoperatively. Attempts to obtain additional information have not been successful.